Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto mapping system, pentaray mapping catheter. Other companies device were used in this study: single transseptal puncture (brk needle; medtronic), a steerable sheath (agilis st jude medical). Manufacturer's ref. No: (B)(4) the product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 20 consecutive ischemic patients undergoing vt ablation from september 2013 to december 2015 were enrolled into a single-center, randomized controlled pilot study (nct02083016). Among them, 1 patient had an ischemic stroke within the first week after discharge. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿multielectrode vs. Point-by-point mapping for ventricular tachycardia substrate ablation: a randomized study¿. The purpose of this study was to assess whether multielectrode mapping improves slow conducting channels identification in vt substrate ablation procedures, compared to point-by point electroanatomical mapping. Suspect device is an open-irrigated 3.5-mm tip navistar thermocool ablation catheter, however catalog and lot number is unknown.